Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance, stent dislodgement and foreign body in patient appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, 90% stenosed, mid right coronary artery. After placement of a jr4 6fr guiding catheter, the decision was made to exchange it for an ar1 guide catheter. A 2.0 mm trek balloon was used for predilatation. The 2.75 x 12 mm rx vision stent delivery system (sds) was advanced in an attempt to cross the lesion; however, it failed to cross. Additional pre-dilatation was performed with an nc trek balloon, followed by the advancement of a 6fr guideliner. An attempt was made to cross with a 2.25 x 15 mm mini vision sds; however, during positioning attempts, the stent implant dislodged from the balloon into the anatomy. No attempts were made to retrieve the stent implant which remains in the patient. No additional information was provided.